Event description:
During field service installation, mother board of a power supply for a heart lung console resulted in smoke when installed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.